Event description:
It was initially reported that the patient had high impedance (>10000 ohms) at recent appointment. Patient is scheduled for a lead revision and prophylactic generator replacement. Good faith attempts have been unsuccessful to date.